Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Event description:
The manufacturer received a voluntary medwatch (mw5118884) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged sinus issues, irritated throat. There was no report of serious or permanent patient harm or injury. The patient starts visit ent and cat scans, also speech therapy started in 2019 to 2020. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.